Event description:
It was reported that patient experienced a burn on the upper lip and cheek following a laser hair removal treatment using elite iq. Cynosure clinical reviewed the event and determined it was inconclusive. Site failed to provide any additional information regarding the incident despite clinical's multiple requests for patient and treatment details. On 24 feb 2025, cynosure clinical was updated with additional information and photos of the patient. Cynosure medical director reviewed the images and states, "the new image reveals a thickened area of hypertrophic scar, secondary to the burn. Recommendations for treatment are massage, silicone topical, and non ablative fraction laser or micro needling." The device was evaluated and found to be operating as intended within specification. Root cause as to why the patient sustained a burn/scarring is unknown since there is insufficient information at this time. Cynosure will continue to monitor such complaints. Burns are an expected side effect from such treatment. As scarring post treatment was reported from the event, this is considered a permanent injury and therefore reportable.